Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room after receiving a patient notifier, noise was observed. Upon interrogation, an alert for non-sustained rv oversensing was observed. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and will continue to be monitored normally.